Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when purging the catheter, a leak was noted on the extension line of the catheter. The issue was identified during use on patient, there was a delay in the procedure but the patient was reported as fine with no complications.

Manufacturer narrative:
(B)(4). The complaint of an extension line leak was confirmed through analysis of the returned sample. The customer provided an image showing a PICC extension line. A small leak is noted that the connection between the hub and the extrusion. The customer one single-lumen PICC catheter for analysis. Signs-of-use in the form of biological material were observed. It was noted that the PICC body was intentionally severed. The severed end was not returned. After failing functional testing, a leak was observed at the connection between the extension line and the luer hub. Microscopic examination revealed a small hole at this location. Portions of the extrusion were still molded within the luer hub. The catheter body length from the juncture hub to the severed end measured 5 5/8" via calibrated ruler, which indicated that 10 15/16"-11 9/16" of the catheter body was severed and not returned by the customer. The outer diameter (od) of the distal lumen measured to be 0.0950" via calibrated caliper which was within specifications of 0.093"-0.097" per product drawing. The inner diameter (ID) of the distal lumen measured to be 0.058" via calibrated pin gauge, which was within specifications of 0.055"-0.059" per product drawing. The catheter was functionally tested per the IFU provided with this kit, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Water leaked out of the hole in the distal line when flushed with a lab inventory syringe. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A finding in regard to dimension measuring out of specification was identified upon device history record review for which further investigations were initiated. Based on the appearance of the damage, the probable root cause was manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when purging the catheter, a leak was noted on the extension line of the catheter. The issue was identified during use on patient, there was a delay in the procedure but the patient was reported as fine with no complications.